Event description:
Per the clinic, the patient had an internal magnet in the wrong orientation. Subsequently, the patient underwent a revision surgery (date not reported) in order to correct the orientation of the internal magnet.